Event description:
Rptr c/o chronic fatigue (had to change jobs), leg pain, dermatitis (back and legs), recurring bladder infections (uti's), memory problems (can't remember names or words when conversing. She used to be excellent at this), depression, eye problems, hair loss, veins breaking in legs/face, severe itching. Her implant was ruptured. Replaced in 1985.